Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment angiogram revealed severe tortuosity at the right common femoral artery (rcfa) puncture site with the vessel lumen diameter of 5 mm. A 6f, 45cm arrow flex sheath was used during the procedure. After the angio-seal was deployed, a 5 cm hematoma formed at the puncture site and manual compression was applied for one minute. The hematoma did not expand and an angio-roll was fixed with tape to the puncture site. The patient then returned to the hospital room. Approximately one hour later while the patient was on bedrest, anomalies were noted in the patient's blood pressure, cyanosis developed and the patient complained of abdominal pain. A CT scan revealed a retroperitoneal hematoma. The patient was transfused with 400 cc of blood. The patient recovered the next day.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established for patients undergoing an interventional procedure whom are being treated with warfarin.